Event description:
It was reported that there was a piece of a bur stuck in the device during equipment testing conducted by a service technician at the manufacturer facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.